Event description:
Boston scientific crm received information from the physician and local sales representative (sr) that there were no allegations against this right atrial (ra) lead, although it had dislodged. It was noted that the patient has a huge atrium, and the lead was tried for repositioning multiple times. However, it always fell out of location. There were no allegations against the screw mechanism, as this was an issue with the patient's heart condition. This patient is very sick, and also has atrial fibrillation. The final system was programmed vvi and no ra lead was replaced.